Event description:
Customer reported a malfunction alarm identified as code malf 12 on their insulin pump, with previous occurrences noted. There was no adverse impact to the customer¿s blood glucose level, as the level did not exceed 500 mg/dl. Customer was advised to switch to multiple daily injections as backup therapy while a replacement pump was sent.